Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment but was not able to duplicate the issue. The carrier board was replaced proactively.

Event description:
The hospital reported the ventilation parameters were not functional on the display. There was no report of patient involvement.